Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Sensor was reprogrammed and simvivo test performed. All results were within specification. Observed cracked sensor neck upon visual inspection of the plug assembly. The passing of the sim vivo test during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. In addition, sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. This issue likely occurred due to movement of the used sensor during shipment back to adc for investigation an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a seizure and/or loss of consciousness but there was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.